Event description:
It was reported that this patient had surgery on her left shoulder. After the surgical procedure it was noted that they were seeing high out of range right ventricular (rv) lead shock impedances measuring greater than 200 ohms. Troubleshooting was performed where they tried different vectors and impedances were still high. Since implant impedances have been trending around 80-100 ohms. The plan is to reprogram rv coil to can. It is unknown whether the surgery caused the high out of range impedances. At this time, this rv remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that reported a commanded synchronized shock was performed and a code 1005 was observed. Tachy therapy is currently programmed off. The physician is evaluating if the patient needs a cardiac resynchronization therapy defibrillator (crt-d) or may elect to perform a therapy downgrade procedure as the patient has never received therapy from the device. At this time, the device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient had surgery on her left shoulder. After the surgical procedure it was noted that they were seeing high out of range right ventricular (rv) lead shock impedances measuring greater than 200 ohms. Troubleshooting was performed where they tried different vectors and impedances were still high. Since implant impedances have been trending around 80-100 ohms. The plan is to reprogram rv coil to can. It is unknown whether the surgery caused the high out of range impedances. At this time, this rv remains in service. No adverse patient effects were reported.